Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok, up arrow and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/22/2014 with the following findings: visual inspection revealed that the keypad was intact and free of damage. Evaluation revealed that the up arrow, down arrow, and contrast keypad buttons were intermittently responsive: the reported keypad-responsiveness issue was duplicated. The keypad cover was removed, and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts; this device failure directly caused the reported keypad-responsiveness issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.